Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode with diaphragmatic stimulation during follow-up. Device interrogation revealed that the device was past-eri. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
Cardiac perforation by ventricular lead was reported in manufacturer report number 2017865-2019-01306.

Event description:
New information received notes that diaphragmatic nerve stimulation was due to cardiac perforation by ventricular lead. During the procedure, physician was unable to remove the atrial lead from the device due to stripped set screw. Atrial lead was also capped and replaced on (B)(6) 2019. Procedure was completed successfully and the patient was stable.